Event description:
Best medical international inc. Has sent an instructions for use for a wire stripper that was not a legally marketed medical device. I (B)(6) it and found the same brand at (B)(6). When asked for 510k they could not produce one. We did not process. Recently sent seeds markers with revised instructions for use gas sterilization parameters. My machine is not set up for these parameters so I asked 3m. They stated that the parameters sent on the IFU are not validated by the FDA for use with the 3m gas sterilizer 8xl by 3m and the company gives no parameters for autoclave yet state they can be. Eto states 480 min of exposure and 180 min of aeration. I am concerned that a less diligent sterile processing would not know to dig this deep. This company has the same paper for most of their products. I am concerned they are putting cancer patients and hospitals at risk. Has f-9.065(7). The oncology department took the seed markers back stating they would return them. I hope they do.